Event description:
It was reported that a patient who underwent primary breast augmentation with 350cc mentor memorygel breast implants experienced right sided rupture and the formation of a left sided breast cyst post procedure. The cyst was thought to have been possibly caused by trauma. These findings were demonstrated through magnetic resonance imaging. As a result, explant and replacement with mentor gel was performed on (B)(6) 2025. The patient is fully recovered.

Manufacturer narrative:
Upon visual evaluation of the image provided in the complaint, the remains of the implant were observed in a container. As the product involved in this complaint was discarded, the device could not be analyzed according to our procedures. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. D4: UDI: (01) gtin unavailable, product made prior to gtin compliance date. Reason for device explant and/or reoperation: rupture. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).